Event description:
It was reported that a red alert was received from this system indicating a high, out-of-range shock impedance measurement (>125 ohms). The data was forwarded to boston scientific technical services and is currently pending review. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a red alert was received from this system indicating a high, out-of-range shock impedance measurement (>125 ohms). The data was forwarded to boston scientific technical services (ts) for review. It was discussed that the shock impedance measurements were high variable over the past few years. It was likely clinically related. Ts recommended performing a commanded shock test to evaluate the actual measurement for a shock delivery. At this time, the device remains implanted and in-service. No adverse patient effects were reported.